Event description:
Information received about two weeks prior to the date of this report indicated the ¿signal¿ was getting weaker and was not like it used to be to control the patient¿s symptoms. It was at a point where there patient ¿rarely¿ felt it. Stimulation was increased from 1.0v to 1.3v on program 1 and it was ¿too high¿ and the patient could not get it to go down. It was hurting the patient. With assistance the patient was able to lower stimulation to 1.2v and it was not hurting ¿as bad.¿ it was noted the patient was not able to go higher than 1.1v without discomfort. As of the date of this report, it was stated that the device was ¿shocking¿ the patient. The patient was in tears because of the pain from the implantable neurostimulator (ins) being ¿too high.¿ while on the phone with the representative, the patient changed to program 3. The ¿shocking¿ sensation stopped when the programming was changed. The ins not helping with symptoms started the week prior. It was stated it was ¿difficult¿ for the patient to go to the bathroom and it ¿burned.¿ the patient had 700 cubic centimeters to get out. It was further stated the device was ¿flipping¿ and this started two weeks prior. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3037, product type programmer, patient. Product ID 3889-28, lot# va0g8lq, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that a device flip was not confirmed. The patient had pain at the pocket. It was indicated the patient recovered without permanent impairment.